Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was attempting to treat a 90% stenosed, de novo lesion located in the calcified, moderately tortuous shunt of the upper arm with a 4.0x20/40 sterling balloon catheter. The balloon was inflated to 8 atms for 30 seconds without any problems. On the second inflation, the balloon ruptured at 12 atms after being inflated for 5 seconds. The device was removed intact. The procedure was completed with this device. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).